Manufacturer narrative:
The device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc will start evaluating the device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During a procedure with the device, an endoscopic image disappeared suddenly. The user replaced the device to another non-olympus device to complete the procedure. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed the device and found that when the device is shaken, the reported phenomenon was duplicated. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The ccd unit of the device has not been replaced. As about 13 years has passed since the manufacture date of the device. Based on evaluation, omsc surmised that the reported phenomenon was occurred due to a communication failure occurred between the device and the video system center by degradation of the ccd unit of the device.